Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer called and reported the insulin pump would not turn on. Customer's blood glucose was not known. The insulin pump had not been bumped, dropped, or exposed to moisture. Customer also stated the battery compartment and spring were neither damaged nor corroded. After customer was advised to insert a new battery, the display did not return. Customer was advised the device would be replaced and declined to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.